Event description:
It was reported that the atrial lead possibly had insulation damage as the lead impedance decreased after the generator change out. The atrial lead remains in use as the sensing and pacing thresholds were within an acceptable range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.